Manufacturer narrative:
(B)(4). ECG from deployment assessed. Review concludes that changes in ECG morphology resulted in no shock decisions. ECG did not meet algorithm criteria for shockable rhythm.

Event description:
Customer contacted philips for review of ECG from a resuscitation attempt. Pt was not resuscitated.